Event description:
It was reported " the patient was in the operating room 5 minutes after balloon placement when the pump alarmed and blood entered the balloon, and when it was removed from the body there was a hole according to the doctor". Additional information states that the second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported " the patient was in the operating room 5 minutes after balloon placement when the pump alarmed and blood entered the balloon, and when it was removed from the body there was a hole according to the doctor". Additional information states that the second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. The sample was returned in a cardboard box and was loosely packed within original packaging tray/carton. Returned with the sample were supplied kit components including long arterial pressure tubing, teflon sheath w/dilator, predilator, 60cc luer-slip syringe, introducer needle and a red end cap; no damage or abnormalities were noted to the returned components. Upon return, the one-way valve was connected and tethered to the short driveline tubing. The bladder was loosely wrapped. A bend to the iabc central lumen was noted at approximately 24.8cm from the iabc distal tip. The supplied 0.025in guidewire was noted partially inserted within the iabc central lumen. Multiple kinks to the guidewire were noted at approximately 79.6cm and 80.9cm from the visible end of the guidewire. Dried blood was noted on the exterior surfaces of the returned sample; no obvious blood was noted within the helium pathway. No other visual damage or abnormalities were noted to the returned sample. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The guidewire was removed from the iabc central lumen without any difficulty. Blood was noted on the guidewire upon removal. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Liquid blood exited. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp with a lab inventory 30cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 15 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 25.3cm from the iabc distal tip, which is the location of the previously noted bend. The guidewire was able to advance through the central lumen. Blood was noted on the guidewire upon removal. A device history record (DHR) re-view was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "blood entered the balloon" is not confirmed. During the investigation, the returned iabc bladder was fully intact with no abnormalities noted. No leaks or alarms were detect-ed during the functional testing. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.